Event description:
Rn walked past crib and observed blood "spurting" from stopcock on arterial umbilical line. Stopcock immediately turned off to baby and replaced. Infant's vital signs and oxygen saturation stayed within normal limits. Hgb/hct checked, transfusion required. This stopcock in line for 11.75 hours. Previous stopcock with small crack (not saved) without leak.